Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the software update for the insufflator was performed, part of the led display was missing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is presumed when the front panel unit was replaced and software updated, it likely led to the failure of the front panel unit. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.